Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to charge and the device issued a "shock advised" prompt for a rhythm they believe was non-shockable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The devce was returned to zoll medical united kingdom. The reported malfunction of "failed to charge" was not substantiated. Review of the device activity logs showed that the device analyzed a shockable rhythm, prompted "stand clear, shock advised" and "press shock button". These messages indicate that the device was capable of charging. The reported malfunction of "shock advised on a non-shockable rhythm" was not replicated or confirmed. The clinical data file was not available for review as part of this investigation. Without this file we are not able to confirm or deny that the device returned an appropriate determination of "shock advised" for the specific rhythm in queston. The device was recertified and returned to the customer. The electrode pads were not returned to zoll medical corporation for evaluation. Analysis of reports of this type has not identified an increase in trend.